Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that daughter got replacement pump today and got a no delivery and now her blood glucose was high treated and with pump. The customer was giving herself a bolus. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Patient's blood glucose at time of incident was 485 mg/dl. Patient's current blood glucose was 459 mg/dl. The customer had nausea. The customer treated high blood glucose with injections. Customer states the drive support cap appears normal (slightly indented). They performed displacement test. Test results was no reservoir. Customer declined to perform the high pressure test. The customer treated high blood glucose for today with injection. The insulin pump will not be returned for analysis.